Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine, bupivacaine, and dilaudid (concentrations and doses unknown) via an implanted pump for non-malignant pain and chronic low back pain. It was reported the patient was supposed to get filled on (B)(6) 2018 and the receptionist said ¿no you are not due until (B)(6) 2018.¿ it was noted the patient was already hurting and feeling withdrawal. The patient was achy and in a lot of pain and was up all night in pain. The personal therapy manager (ptm) said refill (B)(6) 2018 and she saw a call your doctor with a code ¿1-2.¿ it was reporter her doctor was not in the office yet. The patient called the hospital to see if they could deal with her withdrawal symptoms and they were supposed to call her back. The event date was (B)(6) 2018. The patient was informed to go to the hospital to see if they could manage her symptoms until her doctor could fill the pump. Additional information was received from a company representative (rep) on (B)(6) 2018 indicated the cause of the withdrawal symptoms and ¿call your doctor¿ icon was not determined. It was noted there was no information at this time regarding if there was an inaccurate refill date on the ptm or a missed refill or what actions/interventions were taken. It was unknown if the event was resolved. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2018 indicated the patient was seen on (B)(6) 2018 and the pump was refilled. The receptionist did give the wrong refill date and the ptm was correct with a refill date of (B)(6) 2018. The withdrawal was caused by the empty pump and no drug being delivered. The cause of the ¿call your doctor¿ display was not determined and the symptoms resolved with the refill. The patient was back to pain relief with the pump. The patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated or expected.